Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The coil remains implanted and the remainder of the device was discarded at the user facility; therefore, a product analysis could not be performed. The root cause cannot be determined.

Event description:
It was reported that a coil embolization was performed via direct stick into the aneurysm sac. During the procedure, the coil unexpectedly detached in the catheter, while part of the coil was positioned in the sac. An attempt was made to flush the coil out of the catheter with saline; however, it was unsuccessful. During removal of the catheter, part of the coil was left behind in the access track. There was no reported intervention. There was no reported patient injury. The current patient's status is reported to be fine.